Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147. No lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. Visual and functional testing were performed. During the visual inspection, the sample have embedded resin. During the test, the sample did not pass the leak test. The root cause of the reported issue was found to be manufacturing. Actions were taken to mitigate the reported issue: a corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the device had air leakage during pre-use test. No patient injury was reported.